Event description:
It was reported that, during a tka surgery, one (1) gii oval resurfacing pat 29mm was catching on the medial ridge of the box of one (1) jrny ii bcs femoral oxin rt sz 4. It was noticed that when closing the incision, the patella was not tracking correctly. A potential concern was noted near the medial ridge of the femur component box. An additional femoral component was opened for evaluation and appeared the same. Femur trials were also shown for reassurance. The procedure was resumed, without any delay, using the same devices. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.